Event description:
Delivered bolus insulin dose using medtronic insulin pump (minimed 530g with enlite) with "quick-set" infusion set (mmt-398). Upon feeling ill groggy and lethargic two hours after the delivered dose, took blood glucose reading. Upon getting a 420 mg/dl reading, retested to confirm with a 405 mg/dl reading. Changed the infusion set and treated hyperglycemic event immediately with a 4.3 unit bolus. Monitored blood glucose periodically to confirm treatment is working. Reported incident to medtronic and ran through troubleshooting steps to rule out other causes and confirm safety issue is with the "quick sets." At least three other hyperglycemic events have occurred in association with the use of the "quicksets." In all occurrences tubing connector appeared to be in place and locked to the infusion port. Manufacturer recommended locking procedure followed in all cases. I reported to medtronic that the design of the quickset infusion set connector presents a potential serious safety issue associated with under insulin delivery. A mandatory manufacturer customer safety alert notification along with new safety locking procedures should be required. Ultimately, a redesigned locking mechanism appears to be warranted.